Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose. The low blood glucose level was 40 mg/dl. Customer also stated that they experienced a high blood glucose. The high blood glucose level was 300 mg/dl. Customer treated with the insulin pump and manual injection for high blood glucose. Customer also stated that the insulin pump received a no delivery alarm. Troubleshooting was performed for no delivery and it observed that the insulin was existed. Customer stated that the reservoir had a champagne size bubble. The customer declined troubleshooting for low blood glucose. The product will not return for the analysis.

Manufacturer narrative:
The initial report was created in error.